Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the generator had issue with bipolar energy during surgery with no energy was delivered however could not recall if activation sound was heard or not when surgeon pressed the pedal. Site replaced instrument and energy cord, but issue persisted and completed using monopolar instead with no issue with monopolar energy noted. The procedure was completed with no reported injury.